Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an endurant iis stent graft was implanted as part of the advance study for the treatment of abdominal aortic aneurysm.  It was reported approx. 2.5 months post index procedure on CT imaging with contrast confirmed the presence of a type ia endoleak. The sponsor assessed the type ia endoleak as possibly related to both the procedure and the device. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5: additional information received . No intervention planned or has been performed. Both the site and core lab pre-procedure imaging crfs indicated the absence of calcification or thrombus at the proximal landing zone. Vessel tortuosity was within normal limits. Site imaging was performed three months prior to the index procedure using contrast. The length of the non-aneurysmal aortic neck was 14 mm. The proximal landing zone was free from significant thrombus or calcification. The maximum diameter of the aneurysm was 80 mm. The angle between the proximal abdominal aortic aneurysm (aaa) neck and the suprarenal aortic axis (suprarenal angle) was 0°, while the angle between the proximal aaa neck and the main axis of the aneurysm (infrarenal angle) measured 40°. Corelab CT imaging using contrast was performed on the same date. The maximum diameter of the aneurysm was measured at 81.4 mm, with a saccular morphology. The length of the non-aneurysmal aortic neck was 18 mm. The infrarenal angulation between the proximal aneurysm neck and the main axis of the aneurysm measured 31 degrees, while the suprarenal angle was 11 degrees. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.